Manufacturer narrative:
Investigation: visual inspection revealed that the heater tip was detached. The tip of the cold jaw boot had detached. The jaws were somewhat burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "heater separating" was confirmed. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 metal part was separating from the jaws. The reported unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.